Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7128819. Product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6). Batch: 221900.

Event description:
It was reported that the patient experienced an inadequate and loss of stimulation. The spinal cord stimulator (scs) leads had high impedances. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure. The explanted devices were discarded per hospital policy and the patient was doing well postoperatively.